Event description:
The customer observed falsely elevated architect ca 19-9xr results generated on the architect i2000sr processing module for a patient that has not been diagnosed with pancreatic cancer. The patient¿s historical results obtained on the architect: (B)(6) 2018 sid (B)(6) result was 2488.12 u/ml. (B)(6) 2018 sid (B)(6) result was 2284.43 u/ml. (B)(6) 2018 sid (B)(6) result was 2936.51 u/ml. The customer reported after the three results in 2018 and a negative colonoscopy the patient went to another laboratory and results were normal (no specific results were provided from the other laboratory) the customer reported the colonoscopy was performed due to the falsely elevated architect ca 19-9 results. The patient has had surgery for breast cancer and is cured. The results from 2018 were generated on an architect analyzer which the customer had replaced with an alinity I processing module 2 years ago. The customer no longer has the architect analyzer at the customer site. The customer reported the patient to this day has been monitored in other laboratories with normal results and upon returning to our laboratory the results obtained are pathological. No specific comparative results have been provided at this time. No further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated falsely elevated architect ca19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Trending review did not identify any trends for the issue for the product. Device history record review was performed on the list number 2k91 under review and did not identify any non-conformances or deviations related to the issue under review. The overall performance of architect ca19-9xr reagents in the field was reviewed using worldwide data. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for all the architect ca 19-9xr lots is within the established control limits. Therefore, no unusual reagent lot performance was identified for architect ca 19-9xr lots. Labeling was reviewed and sufficiently addresses the customer's issue. A cross functional team (cft) reviewed the complaint and determined the adverse event is due to abnormal use of the assay, since the patient does not have pancreatic cancer therefore the assay is not being used per the intended use of the package insert. Based on the investigation, no systemic issue or deficiency with the architect ca 19-9xr reagent kit was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect ca 19-9xr results generated on the architect i2000sr processing module for a patient that has not been diagnosed with pancreatic cancer. The patient¿s historical results obtained on the architect: (B)(6) 2018 sid 171062 result was 2488.12 u/ml. (B)(6) 2018 sid (B)(6) result was 2284.43 u/ml. (B)(6) 2018 sid (B)(6) result was 2936.51 u/ml. The customer reported after the three results in 2018 and a negative colonoscopy the patient went to another laboratory and results were normal (no specific results were provided from the other laboratory) the customer reported the colonoscopy was performed due to the falsely elevated architect ca 19-9 results. The patient has had surgery for breast cancer and is cured. The results from 2018 were generated on an architect analyzer which the customer had replaced with an alinity I processing module 2 years ago. The customer no longer has the architect analyzer at the customer site. The customer reported the patient to this day has been monitored in other laboratories with normal results and upon returning to our laboratory the results obtained are pathological. No specific comparative results have been provided at this time. No further impact to patient management was reported.